Event description:
Procedure type: bowel resection/hemi-colectomy. According to the reporter: the device cut the tissue but did not staple. Bowel was cut and had to be re-cut and stapled. Re-loaded another stapler and fired. No pt injury was reported.

Manufacturer narrative:
(B)(4)